Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported thebd vacutainer® k2e 10.8mg plus blood collection tubes.

Manufacturer narrative:
Date received by manufacturer is corrected to 10/06/2016.